Event description:
It was reported, the patient experienced nonspecific symptoms of withdrawal. The telemetry event logs noted the following: a motor stall in 2009 at 19:30, motor stall recovery in the next day at 08:37, motor stall 2 days later at 14:18, stopped pump period may exceed tube set message 4 days later at 14:18, reset occurred - low battery 2 days later at 06:19 and 23:20, pump in safe state at 06:19, and motor stall 3 days after at 18:58. A pump or catheter replacement was planned. The drug in the pump was morphine (pf morphine sulfate). No additional symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted, if additional information becomes available.